Manufacturer narrative:
The insulin pump passed the displacement test and self test. No unexpected pump error 2 or 24 alarms noted during testing. However, pump error 2 and 24 were found in history file due to moisture damage on the electronic assembly, motor and force sensor noted during. The unit was received with missing display window cover, cracked case-corner of belt clip rails, and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.